Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient¿s ipg lost communication with external devices. In turn, the ipg deemed inoperable. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
The report that the ipg was replaced ¿due to ipg being end of life¿ was not confirmed. Analysis of the returned ipg found that it had not declared eri or eol. The longevity calculation determined that the ipg would have provided stimulation for approximately 6 years. Since the total stimulation ¿on¿ time was 5.2 years, this confirms the device would have experienced normal battery depletion when the battery was actually at end of life. The ipg passed functional testing on the automated test equipment.

Event description:
Additional information received reports that patient underwent surgical intervention on (B)(6) 2022 in which the ipg was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.